Event description:
It was further reported via maude report mw5038436 that a 185cm pt²¿ guide wire was advanced into the adjacent obtuse marginal branch however significant difficulty in advancing was encountered so the guide wire was retracted. Upon removal, a fragment of the wire remained in the left circumflex artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment and death occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the right coronary artery. A 185cm pt²¿ guide wire was advanced, but was unable to cross the lesion. The physician then moved on to treat the circumflex - obtuse marginal artery bifurcation. However, the distal tip of the guide wire was fractured. Multiple attempts were made to snare and remove the detached tip, but failed. An unspecified stent was deployed to trap and contain the detached portion of the wire and the procedure was completed. The patient left the cardiac catheterization laboratory in a stable condition. Later, the patient went into cardiac arrest in the coronary care unit and the patient expired approximately 5 hours post procedure.